Event description:
It was reported that the system had a cine disk not available error message. This would prevent the cine function from operating. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in damaged vasculature or termination/rescheduling of an interventional procedure. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive. The system operates as intended.